Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she is on her way to the emergency room because she had high blood glucose. Customer stated that the blood glucose reading was 202 mg/dl. Customer stated that her insulin pump was malfunctioning it is constantly alarming button error. Nothing further was reported.